Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a non calcified and severely tortuous right coronary artery. The physician attempted to place a 2.5x24mm taxus liberte' stent, but was unable to cross the lesion. Once outside the pt, it was determined that the distal edge of the stent was damaged. The procedure was completed with another taxus liberte' stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Device analysis found that the condition of the returned device was consistent with the complaint incident. The device was returned for analysis and initial visual examination of the returned unit revealed proximal stent damage. The proximal side of the stent was damaged on the first to second rows with struts raised vertically. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. Attempts to insert the recommended size product mandrel (0.015 inch) were unsuccessful due to solidified contrast media present within the entire length of the lumen. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.